Manufacturer narrative:
The complaint device associated with this report has not been received for eval. Product history records could not be reviewed because the reporter did not provide a lot number, or any identification traceable to the manufacturing documentation. Add'l info was requested, a completed questionnaire was received. (B) (4)

Event description:
A surgeon reported that six of twelve pts had postoperative intraocular pressures ranging from 40 to 50 mmhg. Add'l info was received from the surgeon reporting the event was treated with medication and anterior chamber tapping. The surgeon indicated it was the first day he had used this product. However, he stated he paid careful attention to removal of the product at termination of the case. There are six reports filed for this event; this is for pt five.